Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 32mmx2.5mm, eccentric, de novo target lesion containing a bend of between >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 6f non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire was crossed the lesion, pre-dilation was performed with a 2.75x12 non-bsc balloon catheter. Following pre-dilation, a 2.50 x 32mm synergy drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and when the device was removed, the tip of the stent itself was found to be deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(B)(6).